Event description:
On 3-june-2026, it was reported by a sales representative via sems(B)(4) that an ar-9675t-s reamer broke. Noticed during a case with no patient effect.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.